Event description:
During attempts to cross a stenotic lesion in the left renal artery, difficulty was encountered and the stent dislodged from the balloon, remaining on the guidewire. The physician used a 3mm submarine pta balloon to catch the stent and advance it to the site of the stenosis. Although the fluoro equipment was not working properly at that time, the physician decided to implant the stent without fluoroscopy. Some hours later when the fluoro equipment was again functioning properly, the physician was able to determine the position of the deployed stent and found that it had been placed in the proper location. The stenosis was pre-dilated with the same 3mm submarine pta balloon that was used to later catch and deploy the dislodged stent. The length of the lesion was 10mm and the reference vessel diameter was 6mm. There was no calicification and only mildly tortuosity at the lesion site. The percentage of stenosis was not reported. There was no report of any adverse effects to the patient.

Manufacturer narrative:
Fim review. This complaint involve a 63 year old male with history of diabetes and hypertension. The patient was being treated for a left renal artery stenosis. According to the field report, the lesion was predilated with a 3mm submarine balloon. Afterward, the treating physician tried "many times" to cross the lesion with a palmaz blue stent, but was unable to traverse the lesion. Upon attempted crossing, the stent dislodged from the balloon. The stent remained on the guidewire. The 3mm balloon was used to "catch" the stent and advance it into the artery. At this point, the flouro machine broke and apparently the physician implanted the stent without x-ray guidance. Exactly how he/she did this not clear based on the information available. Some hours later, the flouro machine was fixed and the position of the stent was visualized. Observations: two spot images are submitted for review. The first shows a left renal arteriogram performed from a brachial approach. There is a focal high grade stenosis of the distal main left renal artery. The second image shows a stent in the left renal artery. There is resolution of the stenosis, but the stent appears undersized relative to the artery. There is no evidence of dissection, extravasation or other complication. Conclusion: this case involves a patient who had a palmaz genesis stent placed to treat a high grade left renal artery stenosis. The stent became dislodged after repeated attempts to cross a lesion. Additionally, the stent was apparently deployed without fluoroscopic guidance. This case does not represent product malfunction. Rather, the difficulty encountered in this case is technique related. Although the lesion was pre-dilated to 3mm, difficulty was encountered maneuving the stent across the stenosis. When this type of situation occurs the stent should not be forced across the lesion. If so, there is significantly increased likelihood of stent dislodgement from the balloon. To prevent this situation, one of two techniques should be used. Either the lesion should be further predilated to 3.5mm to 4.0mm to provide easier passage. Alternatively, the sheath could be advanced across the lesion and then retracted to expose the stent. This would prevent the hazard of "crossing bare." Either of these two techniques would significantly reduce the chance of stent dislodgement. In regard to deployment of the stent without fluoro guidance, it is clearly suboptimal and unorthodox. A backup unit should be available when performing endovascular work. As it appears in the second image, the stent should be further dilated for optimal deployment.